Manufacturer narrative:
(B)(4). Date sent: 5/14/2025 additional information was requested, and the following was obtained: what were the indications for surgery? Contaminated colon resection of the sigmoid what surgical procedure was performed? Sigmoidectomy did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No, device performance was great what healthcare professional fired the device and what is his/her experience with the device? Surgeon, dr fired powered circular only a couple times since she arrived at the facility. She has fired manual stapler before. She followed all steps for use and no issues with anvil placement, firing etc.. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green check mark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotations was there any difficulty removing the device? No, once she started to rotate her hand the device came free was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, complete whole donuts with a little weakness on the distal donut. Typical nothing that stood out were there any issues noted with staple formation? If so, please describe the shape and location. No does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Unsure, she performed another case 2 weeks later on another patient and she had great results. She believes the device did its job. Just doesn¿t know why it happened. Was a leak test performed? If so, what type and what was the result? Yes, insufflated through the rectum, clamped on bowel above. No air bubbles. She didn¿t scope patient was the staple line visualized endoscopically during the initial surgical procedure? She didn¿t check how was the leak identified? Post op 2-4 days, patient started to experience leak like symptoms.

Event description:
It was reported that a sigmoidectomy using echelon plus stapler and cdh29p. Patient had a history of poor healing and struggled to recover from 2 different abysses. She is on ms medication, not sure which one. Had diverticulitis. Came into the case with a fistula, sigmoid was adhered to the uterus. The surgeon was able to mobilize colon, and fire cdh29p successfully. Donuts were complete and the leak test came back negative. About 2-4 days post op patient started having violent bowel movements and was presenting leak like symptoms. Taken back for reop day 8. Completely blown anastomosis, as if it was cut in half. Staples were closed and did not look malformed. The surgeon was able to put colostomy on patient and waiting for future surgery. Working with management to have a peer-to-peer discussions regarding the event and see what we can improve upon for next time. Surgeon is unsure what caused the leak and is not necessarily pointing to the device.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. D4 batch#: unk. H6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.